Event description:
It was reported that during a anterior tibial intervention, the winn guide wire became stuck in the heavily calcified artery. During attempted removal of the guide wire, the tip of the device separated and migrated into a side branch. The tip remains in the side branch with no plans to remove it. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The difficulty removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection, and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Sem analysis was performed and the results suggest that the core and coil failures may be attributed to ductile overload at a bend. Based on the reviewed information, no product deficiency was identified.